Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the needle broke on the day of insertion and she had ongoing pain. She had a surgical removal of the broken needle that day under local anesthesia, recovered, and was discharged from the hospital the following day. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.